Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Additionally, it was reported that the pump touch screen was unresponsive customer¿s blood glucose level was 389 mg/dl. Reportedly, the customer reverted to an alternate method in insulin therapy.